Event description:
The patient reported an alarm and sounds from the pump. The patient experienced no effect from previous dose increases. After interrogating the pump, no active alarms were noted. After reading the logs, several motor stalls were identified. The patient effect was to be monitored and pump replacement was being considered. Regarding the patient outcome, "still some effect on spasticity" was noted. It was later reported that the pump's log noted multiple motor stalls followed by motor stall recovery from (B)(6) 2011 through (B)(6) 2012. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 260.3mcg; the dose rate was increased on (B)(6) 2012 to 270.1 mcg/day. As of (B)(6) 2012 no new alerts/alarms or motor stall were identified via interrogation. The patient was noted as having requested a dose increase the week of (B)(6) 2012, but was noted as ''doing quite all right.'' A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump (B)(4) revealed no anomaly found. Pump passed all non-destructive testing including flow testing. Technician noted during initial destructive analysis that pump contained non-significant moisture and corrosion. Final destructive analysis was performed and pump components were thoroughly inspected showing no additional significant anomalies to be determined as the root cause for the field stalls and recoveries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2012. It was noted that it was unknown what form of baclofen was used in the device system. A follow-up report will be sent if additional information becomes available.